Manufacturer narrative:
The device in question was returned manufacturer on april 8,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported, "fogged vision". No negative impact in state of health reported.

Manufacturer narrative:
The hopkins telescope (material: 27005ba, serial: (B)(6) concerned was inspected by the manufacturer. During inspection, the reported issue "fogged vision" could be confirmed. The examination revealed a chemically damaged distal solder seam. Furthermore, the shaft is severely bent, resulting in the chipping of one or more rod lenses. Unknown residues are visible on the distal cover glass, which may have been caused by inadequate cleaning. The ocular cover glass has scratches on the surface. Based on the damages found it is concluded that it was caused during use or during clinical processing. The event is filed under internal karl storz complaint ID: (B)(4).